Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 50 mg/dl. The customer declined to troubleshooting for low blood glucose. Customer stated that tried to calibrate and it stated calibration not accepted. She calibrated the 50 mg/dl again and it accepted it. Customer then got a shortened calibration time. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.